Event description:
As reported: "subject: (B)(6). Shout - tornier shoulder outcomes study. Considerable ongoing left shoulder pain and increasing left axillary pain. No injury. On (B)(6) 2021, subject first reported considerable left shoulder pain. X-rays and physical exam were normal without any evidence of complication. He was instructed to return in 1 year for annual follow up. On (B)(6) 2022, he repeated these complaints. Yet again, x-rays did not reveal evidence of loosening. Surgeon attempted aspiration to send for culture but was unable to obtain any fluid. Subject was sent for cbc, esr, and crp labs. Surgeon thought infection was unlikely but wanted to investigate all potential causes for ongoing pain. On (B)(6) 2022, subject returned with continued complaints of pain, especially around the pectoralis insertion and to a lesser degree in the back of the shoulder. He complained of some mechanical symptoms especially at nighttime, when he is positioned in bed, and with motion. Inflammatory lab workup was negative. Dr. (B)(6) suggested CT scan to rule out mechanical complications. On (B)(6) 2022, subject returned for CT review, which did not show any mechanical complications. Surgeon stated that the implants looked good with no loosening or component fracture."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.